Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a permanent out of range signal on (B)(6) 2014.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.